Event description:
It was reported to boston scientific corporation that during a pelvic floor repair procedure using an uphold vaginal support system, the suture detached near the dilator, outside the patient, when the physician was tensioning the mesh. The procedure was completed with another uphold vaginal support system, with no complications to the patient, who is reportedly "ok" post-procedure.

Manufacturer narrative:
The complainant indicated that the device will be returned for evaluation; however, it has not yet been received. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. (6)(4).